Manufacturer narrative:
The facility phone number is (B)(6). Siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. It was confirmed that the MRI warning signs were attached to the MRI room door. Siemens has advised the hospital to implement a MRI safety and precautions learning session to be given to all employees in the hospital. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.

Event description:
Siemens healthineers was notified of a serious injury associated with the magnetom altea system. According to the received information, the hospital staff member who was responsible for transferring patients, brought a patient from intensive care. This patient required an oxygen cylinder for breathing assistance. The staff member did not notice the MRI warning signs regarding metal objects attached to the MRI room door and did not know that the oxygen cylinder was magnetic. When the patient was brought into the MRI room, the cylinder was attracted to the magnet, resulting in the staff member sustaining bone fracture(s) to one hand and severing of the tendons in the other hand. The trained MRI operator wasn't working with the system when the accident occurred. The injured staff member underwent an operation to treat the injuries and is going to start physical therapy. The staff member's health status is good.

Manufacturer narrative:
Root cause analysis: there was a serious injury associated with this incident. We were informed that a worker, who was responsible for bringing patients, brought a patient from intensive care to mr examination. The patient was needing an oxygen cylinder. The worker did not notice the signs and did not know either, that the oxygen cylinder was magnetic. When the patient with the cylinder was brought into the magnet room, the cylinder was attracted to the magnet and hurt the worker¿s hands. The worker suffered one broken hand and cutting of tendons on the other hand. After the operation the worker and his hands are ok, and he started a physical therapy. We assessed the complained event and concluded that the cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore a user error. Due to the strong magnetic field, particular safety measures have to be adhered to in order to prevent injuries. Therefore, the corresponding magnetom operator manual and the magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of ferromagnetic objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, during the installation of the mr system special warning signs were posted at the entrance of the controlled access area (magnet room).